Manufacturer narrative:
Correction/clarification: the chill water level test was unrelated to the reported event of the magnet not being able to move. As previously reported, the system magnet was realigned manually using the handle. The medtronic representative reported that after manually aligning the magnet the reported issue was resolved.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.on 05/12/2016 a medtronic representative performed a system check-out, all areas passed less chill water level test failed. There is a leakage in the back of the chiller. System magnet was realigned manually using the handle and the system is back to normal. A water leakage was found. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, following a procedure when storing their magnetic resonance imaging (MRI) system, it was noted that the magnet would not move. The magnet was all the way up and it was misaligned. The system magnet was aligned using the manual handle. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.